Event description:
During a procedure, the surgeon was using a harmonic scalpel machine when the instrument started to malfunction. The instrument would no longer register during use. The surgeon attempted to reactivate it, however, it kept failing. Once the instrument was retracted, it was inspected by staff and noted to have had the tip broken off. No harm was done to the pt. FDA safety report ID# (B)(4).